Event description:
It was reported by the customer that the pyxis medstation es system device not communicating with device is offline in remote support service tried reboot to fix but no success. A customer has reported that there was a delay in the issuance of medications to a patient as a result of these malfunctions. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station not communicating. A field service engineer examined all connections and concluded that the problem was related to an internal information technology issue. They collaborated with the information technology department to find a resolution. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station not communicating. A field service engineer examined all connections and concluded that the problem was related to an internal information technology issue. They collaborated with the information technology department to find a resolution. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system device not communicating with device is offline in remote support service.tired reboot to fix but no success. A customer has reported that there was a delay in the issuance of medications to a patient as a result of these malfunctions. There were no adverse events or injuries reported based on this event.